Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an unspecified procedure, the basket punch clamp broke. The broken pieces were removed from the patient. The procedure was finished with the same device. No surgical delay and no further complications were reported.